Manufacturer narrative:
Our investigation, based on interviews with the hospital staff, including the electrophysiologist, has determined that the use of the rf surgical (rfs) detection system did not cause or contribute to this event, and no incompatibility with the cardiac pacemaker was evident.

Event description:
Per MDR report on (B)(6) 2012 (report #mw5027027): "at the end of an operative procedure, the pt had checked for retained sponges using a wand device. At this time, the pt's permanent pacemaker stopped working."